Manufacturer narrative:
The architect c16000, serial number (B)(6) was investigated due to a falsely depressed sodium result observed by the customer and generation of clot detection error. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant patient results and there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends related to the customer issue. The product monitoring review scorecard was reviewed and found no similar issues for the architect system and architect c16000 erratic result rates were within acceptable limits with no trends identified. A review of the manufacturing documentation did not identify any non-conformances or potential nonconformances related to the architect c16000. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the architect c16000, serial number (B)(6) was identified.

Event description:
The customer reported that while running a specimen the architect c16000 indicated that there was a clot detection on (B)(6) 2023 and provided the following patient sample data: (approximate sodium normal range: 136 to 145 mmol/l) sample ID (B)(6) had a sodium result of 119.7 mmol/l. The sample was repeated, and the result was 134.5 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported that while running a specimen the architect c16000 indicated that there was a clot detection on (B)(6), 2023 and provided the following patient sample data: (approximate sodium normal range: 136 to 145 mmol/l) sample ID:(B)(6) had a sodium result of 119.7 mmol/l. The sample was repeated, and the result was 134.5 mmol/l. There was no reported impact to patient management.